Manufacturer narrative:
Concomitant medical products: 5086mri58 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial under-sensing on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.